Manufacturer narrative:
After the initial evaluation performed by distributor, the device was evaluated by manufacturer. No problem was found, the complaint was not confirmed. We are unaware about patient injury.

Event description:
The laser system has the following problem: "buzzer and touch screen failures". No adverse effects to patient were reported.